Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1910744, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-28. Medical device lot #: 2004271, medical device expiration date: 2025-03-31, device manufacture date: 2020-04-16. Medical device lot #: 2005261, medical device expiration date: 2025-04-30, device manufacture date: 2020-05-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1,080 bd plastipak¿ 20ml syringe luer-lok¿ experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: the operating theatre have identified some unusual packaging imprints on the bd 20ml & 30ml syringes today which we have some significant concerns of sterility of the syringe packet. We have noted that the packets all have the same indentations on the clear wrap and when you squeeze the packet and packet then inflates which suggests there maybe holes in the packets, or could simply suggest the air is shifting through the plunger backwards and forwards. We have removed all 30 ml syringes and affected 20ml syringes until we can get some advice. We have identified 2 lot numbers.

Event description:
It was reported that 1,080 bd plastipak¿ 20ml syringe luer-lok¿ experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: the operating theatre have identified some unusual packaging imprints on the bd 20ml & 30ml syringes today which we have some significant concerns of sterility of the syringe packet. We have noted that the packets all have the same indentations on the clear wrap and when you squeeze the packet and packet then inflates which suggests there maybe holes in the packets, or could simply suggest the air is shifting through the plunger backwards and forwards. We have removed all 30 ml syringes and affected 20ml syringes until we can get some advice. We have identified 2 lot numbers.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-10. Investigation summary: samples received for investigation; upon visual inspection it can be observed the devices inside its original packaging. Small dots can be seen in the bottom web of the blister. A device history review was performed for the reported lots 1910744, 2005261 and 2004271, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Additionally, ten retained samples were observed at the microscope, no damage or defects observed. Materials used for packaging are a film bottom web and a porous paper top web. During packaging process, the film bottom web is thermoformed with heat pressure and vacuum to give it the shape to locate the syringe. The dots noticed by customer are produced by the packaging machine when the vacuum is produced. This process has a validated process parameter window which assures the sterility of the product. Process packaging parameters were reviewed and all of them were found to be within validated process parameters. Paper used in the blisters of this catalog number is design to meet porosity requirements to ensure a correct product sterilization. Air perceived by customer may be caused due to this paper porosity. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence. H3 other text : see h10.